Event description:
On (B)(6) 2013 it was reported that the handheld stopped reacting to the stylus on the touchscreen. A hard reset was performed but the handheld would not progress past the ¿tap the screen¿ part. It was stated that the event started on (B)(6) 2013. The regional manager went to the site to troubleshoot the handheld and tried to align the screen for more than 5 minutes but the screen would not respond to the touch of the stylus. A hard reset was performed again but the handheld would not progress past the screen alignment once again. All connections were checked and looked fine. It was reported that the handheld would be returned for product analysis but it has not been received to date.

Event description:
The programming system was returned to the manufacturer on (B)(4) 2013. An analysis was performed on the returned handheld. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No other information has been provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.